Manufacturer narrative:
It was also found during the investigation that the broken weld at the patient right latching spindle had exposed sharp edges.

Event description:
It was reported via repair work order that the patient right side rail would not latch due to a broken weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the patient right side rail would not latch due to a broken weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.